Event description:
The lay user/patient's relative contacted lifescan alleging that the meter displays black marks. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The nurse (rn) for the home patient(hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice(hc) during drain 6 of 6. The hp disconnected in drain and the hc then alarmed. The baxter technical service representative(tsr) explained se 2240 indicates a large amount of air has entered setup and assisted the rn to cycle power to clear the alarm. On (B)(6) 2010 product surveillance spoke with the nurse who stated that the patient was doing fine and has had no adverse events.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.